Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that for probably the last couple months, they have been experiencing burning around the implant battery pack. Pt stated that it burns all the time and it gets so sore that they can't even stand to touch it and they just want the implant removed. Pt added that it hurts so bad that they don't know if it's pushing on their sciatic nerve or something. Pt also stated that when they wake up and get out of bed, they cannot walk on their leg or nothing because it will be burning and really sore and it goes over into their hip to the point where they cannot put any pressure on their hip. Pt added that the therapy is not helping with their back at all and has not had the stimulation on in 3-4 years; pt stated they have pretty much had issues since being implanted. Agent asked - pt sta ted that they had fallen a couple times when they first got the implant and had to go in and fix where they have the bolts and screws into their spinal cord. Pt mentioned a fall against the washer and dryer. Pt noted that they have had 5 back surgeries. Pt stated when they did 'turn it up', their private parts would be numb and they wouldn't even be able to tell if they had to go to the bathroom. Pt stated that it is burning their insides and even bothers them to have clothes touching the implant. The patient was redirected to their healthcare provider to further address the issues. Agent sent physician listings to caller. [See (B)(4) for previous allegations of falls].